Event description:
It was reported that shortly after the implant of this right ventricular (rv) lead the patient experienced chest pain. Imaging was performed and confirmed a slight perforation of the rv. This lead was successfully revised. No additional adverse patient effects were reported.

Event description:
It was reported that shortly after the implant of this right ventricular (rv) lead the patient experienced chest pain. Imaging was performed and confirmed a slight perforation of the rv. This lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to field: b2: outcomes attrib to adv event b5: describe event or problem.